Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the implant was explanted due to tubing leakage.

Manufacturer narrative:
According to the available information the titan touch was implanted on (B)(6) 2023 and revised on (B)(6) 2023. It was originally reported the revision was due to a tubing break; however, later clarified the reason for revision was infection. The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of infection, quality accepts the physician¿s observations of such as the reason for surgical intervention. The review of the device lot history record indicates this lot was processed through the validated sterilization cycle. Therefore, it was concluded the infection originated from source(s) other than the device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to additional information received: the device did not malfunction. The device was explanted due to infection. A replacement device was implanted in (B)(6) 2025.